Event description:
A nurse reported that this patient had peritonitis (date unknown) while previously on peritoneal dialysis (pd) therapy with an unknown fresenius cycler/cassette. The patient¿s pd nurse said the patient was treated with antibiotic therapy and recovered from the event. The patient¿s pd nurse confirmed the peritonitis was not related to any issues with fresenius products. The nurse attributed the peritonitis to a breach in aseptic technique during the pd exchange.